Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. The smart pneumatic module board was returned to zoll medical corportion, united states and the customer's report was not duplicated during testing. The smart pneumatic module board was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure - 1001" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.